Event description:
It was reported that an adverse event occurred where a patient was harmed. No other information is available about the patient. The user provided the following information about the event. During an infusion, channel b was used to infuse heparin. There was enough volume in the reservoir to infuse for 24 hours, but about 1/2 of the infusion bag was empty in about 5 minutes. Additionally, after a phone call with the biomedical engineer, it was also reported that they had an error code 229 displayed on the pump. The device was available for evaluation. After the evaluation, it was confirmed that the cpu battery was dead. Therefore, the device history log is lost due to a dead 3v cpu battery. There were no critical parts identified in the physical inspection of the pump. Initial flows on channel a were slightly low, but within specifications on channel b, but neither would cause an over infusion as reported in the complaint. Without the log, it is not possible to see if there were other circumstances that drove the issue, such as user error or challenges with freeflows.

Manufacturer narrative:
Following the initial report, iradimed has completed the evaluation of the pumps. After the evaluation it was confirmed that the cpu battery was dead. Therefore, the device history log is lost due to a dead 3v coin cell battery. There were no critical parts identified in the physical inspection of the pump. Initial flows within specifications on channel b. Without the log, it is not possible to see if there were other circumstances that drove the issue, such as user error or challenges with freeflows. After a phone conversation with the biomedical engineer, he reported that the user had an error code 229 the day of the event. Error code 229 is an error caused by a mismatch of the motor encoder between the main microprocessor and the microprocessor for the motor controller. This can sometimes happen when a motor is about to fail, although testing of the motor showed it was performing per specification. When an error 229. Happens, the pump will stop the infusion as a safety measure. This too would not result in an over infusion. Iradimed ran some testing in the laboratory in an attempt to duplicate the error, but we did not run into any error messages while trying to duplicate error 229 using the customer's pump. The pump functioned as designed and within specifications. The physical inspection of the pump and sidecar found them to be in good condition. The motors in the 3860 and 3861 were found to be in good condition and operated per specifications. The user initially reported the complaint on 06/13/2023, but the user did not report the patient harm until 7/7/2023. Therefore iradimed's become aware date is considered 7/7/2023.